Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with noise noted on the right ventricular (rv) lead. Upon review, it was noted that patient received inappropriate high voltage therapy for lead noise. During follow-up no capture was observed on the rv lead. Programming changes were made for now. A lead extraction was discussed but not yet done. Patient was asymptomatic in clinic and would follow-up for lead extraction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the right ventricular lead was extracted and replaced. During extraction procedure, it was noted that the right atrial lead had a low and out of range impedance. Upon further investigation the physician observed conductor fracture on x-ray. Both leads were extracted and replaced successfully. Related manufacturer reference number: 2017865-2019-18376.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. External insulation abrasion breaching the svc. Re. And inner coil lumen was noted at 36.1 ¿ 36.6 cm from the proximal end of the ring electrode consistent with friction to the device can. The etfe coating was intact at this location however the ptfe liner was abraded at this location. This is consistent with the observation from the field of noise and loss of capture.